Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose level ranged from 120 mg/dl to 140 mg/dl. Reportedly, customer was able to clear the malfunction alarm and resume insulin therapy on the pump.